Event description:
No further information on the event is available.

Manufacturer narrative:
The following sections were updated b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, and h11. The device was returned sealed in the sterile packaging. Visual evaluation of the returned product/provided pictures found the battery pack was broken open and there was black debris from the battery expulsion throughout the sterile packaging. Further inspection of the battery pack found the outside was warped, the interior the terminals were pushed out of place, and the battery wiring was damaged. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing and/or design issue. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This incident is recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. G2: foreign: singapore e1: telephone: (B)(6).

Event description:
It was reported that outside of surgery battery expulsion was noted in the packaging. Large amounts of loose dark powder residue was observed throughout pack. Thermal deformation was observed at battery casing. Both halves of the battery case appeared to be separated. Long nozzle was dislodged. No harm or surgical delay noted as no patient involvement was also noted. No additional information was noted as a result diligence is complete.